Manufacturer narrative:
Product history records were reviewed and the documentation indicated the product met release criteria. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A customer reported that upon implanting an intraocular lens (iol), there was a capsular tear. The patient is expected to recover. Additional information was requested.